Event description:
Procedure: lap. Fundoplication. According to the reporter: the needle broke in the abdomen. The surgeon had to look for the needle. Additional info has been requested.

Manufacturer narrative:
(B)(4)